Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was isolated to defective r781 and esd3 components. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.